Event description:
It was reported by the customer that this event involved an infant. The baby was presented in emergency with a "double volvulus" of the small intestine. The catheter was inserted via left subclavian vein in 2008. A new catheter was inserted right subclavian because the first catheter was no longer functioning properly. Due to difficulties during insertion, a new guidewire had to be used. Unfortunately, the guidewire broke in the "intra in thoracic" tissues. As a result, a portion of the guidewire remained in the tissue. The infant later expired due to renal failure after 10 days of "auria". The medical device is not being directly contributed to the expiry of the infant.

Manufacturer narrative:
Sample will not be returned for evaluation.